Event description:
A patient specific implant prescription form has been submitted with diagnosis "aseptic loosening left femoral stem", left side. Additional notes indicate " patient currently has stanmore jts extra small distal femur replacement, pin 20829".

Manufacturer narrative:
An event regarding alleged femoral stem loosening involving a jts distal femur was reported. The event was confirmed by medical review. Product evaluation and results: not performed as no items were returned. Clinician review: the implant in situ was for a distal femur jts which was implanted (B)(6) 2017. The surgeon reported aseptic loosening of the femoral stem. The x-ray shows clear radiolucent lines along the femoral stem, between the cement mantle and the bone. The femoral bone has undergone resorption and remodelling and left a very thin cortex, which can confirm the reason for revision. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 18jul2017 with no reported discrepancies. Complaint history review: there have been 5 other events relevant to this investigation. The exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not available.

Event description:
A patients specific implant prescription form has been submitted with diagnosis "aseptic loosening left femoral stem", left side. Additional notes indicate " patient currently has stanmore jts extra small distal femur replacement, pin 20829".